Event description:
Additional information received from the patient who added they were having problems and is taking water pills/other things. Patient said they had back surgery in october and the device was turned off (surgery was not related to device/therapy). During the call, the call agency helped the patient increase stimulation. At the time of the call, the patient was seeing turn ins on message when attempting to increase settings. The consumer also added that they were at 0.7v in june 2017, 0.9v in march (the 3rd and the 28th). The patient then increased stimulation to 1.2v and was able to feel stimulation. The call center instructed the patient to take a diary and see if the increase helps symptom control. The call center also reviewed to see if increase in therapy helped with the return of symptoms and to see the healthcare provider (hcp) if it does not. The next day, patient called in responding to a letter. The patient added that their legs have swelled up (not related to device/therapy) and they've gained weight which started in december 2018. The patient also mentioned their hcp has been putting them "on different pills to see what the problem was, and I don't go back for a week and a half". The adjustment on (B)(6) 2019 did not help their symptoms. The patient declined assistance with increasing further and said they were going to follow up with their hcp. The patient kept repeating the same information about having to get up a lot at night, but added that they haven't had to get up at night as much and only had to get up once the night of (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that she had been having trouble getting her interstim going she wanted to get her interstim going before going to the healthcare professional (hcp). It was noted that the patient was in the hospital on october 2 and did not know if the nurses did something wrong with or she was just going to check before she got to the hcp, but it is getting too late. The patient was going to see her general practice hcp on the day of the call. Follow up information received from the patient on (B)(6) 2019 reported that they were in the hospital for ¿back surgery¿. The patient stated that they wanted to know if the nurses had reset their device right and this was not answered. There were no further complications reported or anticipated.